Manufacturer narrative:
As reported, the balloon of the 5f mynxgrip vascular closure device (vcd) got popped up. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). However, the customer reported that the balloon did not lose pressure during prep or patient use. The balloon did not lose pressure upon inflation, at the 1st stop or 2nd. There was no visible damage in distal end of the sheath after removal. The advancer tube was engaged or visible as there was no mistake of procedure. Hemostasis was achieved with manual compression in less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 4.5 mm from the balloon proximal neck. A product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (although not reported) and/or the condition of the procedural sheath (although not returned and reported to not have any damages) most likely contributed to the reported event since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the mynxgrip vascular closure device (vcd) got popped up. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lose pressure. The advancer tube was engaged or visible as there was no mistake of procedure. The balloon did not lose pressure during prep or patient use. The balloon did not lose pressure upon inflation, at the 1st stop or 2nd. There was no visible damage in distal end of the sheath after removal. Hemostasis was achieved with manual compression in less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The product will be returned for analysis.